Event description:
Per the clinic, the patient experienced pain around the implant site. Subsequently, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.